Event description:
It was reported that a patient underwent an initial anterior cervical discectomy and fusion (acdf) and began experiencing neck pain at an unknown time after the surgery. It was also reported that fusion had not occurred in the patient. Approximately 54 months post-op, the patient underwent a two level acdf revision surgery at c4/5 and c5/6. According to the report, the old plate was replaced and the patient outcome is good.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.